Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error and another pump error alarm. The blood glucose level was unknown. The customer reported that they were unable to clear the alarms. The troubleshooting was not performed for pump error. The customer was not troubleshooting for frozen display and button issue since customer ended up with critical pump error after putting the battery in the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) and a broken force sensor was detected during seating or regular delivery error alarm noted in insulin pump history due to moisture damage on electrical board. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Unable to confirm keypad anomaly due to critical pump error alarm. No blank display noted. No damage on keypad traces noted during visual inspection.